Event description:
It was reported that the user experienced a difficult insertion onto the pt's groin. The position of the iab was checked by x-ray. The hemostatsis device was removed and an attempt to suture the catheter was interrupted by rapid bleeding from the groin. After trying to apply pressure to the groin without success, the iab was removed, and replaced. There were no add'l complications.